Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient received orenitram (treprostinil diethanolamine) at 5 mg, three times daily, and did not tolerate the oral medication. The patient was hospitalized on (B)(6) 2024 and was expected to be discharged on (B)(6) 2024. It was suspected that the orenitram medication was possibly related to the drug intolerance. It was further reported that pump, used to delivered remodulin, had malfunctioned and that the patient had been without medication.

Manufacturer narrative:
Correction from supplemental #1, file is considered serious injury reportable: b1: adverse event/product problem; added adverse event. B2: outcomes attributed to ae; hospitalization-initial or prolonged. H1: serious injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Gcm received a complaint via service cloud on 10-jan-2025 from piyush singh of elite safety sciences sent on behalf of united therapeutics global patient safety on behalf of the beena, a, a nurse, regarding a cadd solis pump with an unknown ln and unknown serial number. It was stated that this united states case is a spontaneous report received on 21-nov-2024 from a consumer via accredo specialty pharmacy, which at that time was invalid. Additional solicited information was received on 27-nov-2024 from a nurse at a physician's office, through a patient support program via accredo specialty pharmacy, which made the report valid. F.w., a 61-year-old female patient born on (B)(6) 1963 and weighing 272lbs, began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml) on (B)(6) 2024 for secondary pulmonary arterial hypertension, and the current dose was reported as 0.06 g/kg, administered intravenously (IV) at a continuous frequency. The patient also began therapy with orenitram (treprostinil diethanolamine) on (B)(6) 2024 for the same condition. She was prescribed orenitram 5 mg, with a current dose of 5 mg, taken orally (po) three times daily (tid). From an unreported date in nov-2024, the patient was not tolerating the orenitram dose (drug intolerance). She also still had a hickman line, which was planned for removal in two weeks. As of (B)(6) 2024, the patient was hospitalized, and as of (B)(6) 2024, she remained hospitalized, with expected discharge on (B)(6) 2024. It was unknown if she had stopped IV remodulin. Concomitant medications included: plaquenil (hydroxychloroquine sulfate), epinephrine, calcium, tylenol extra strength (paracetamol), leflunomide, imodium (loperamide hydrochloride), trelegy ellipta (fluticasone furoate, umeclidinium bromide, vilanterol trifenatate), potassium chloride, sildenafil citrate, iron, metoprolol succinate, ryaltris (mometasone furoate monohydrate, olopatadine hydrochloride), opsumit (macitentan), winrevair (sotatercept), bumetanide, oxygen, vitamin d3, normal saline (sodium chloride), and xyzal (levocetirizine dihydrochloride). The patient's relevant medical history included secondary pulmonary arterial hypertension. The action taken with orenitram and IV remodulin doses for the event of drug intolerance was not reported. As of the time of reporting, the outcome of the drug intolerance event was unknown. The reporter did not provide causality for the drug intolerance with IV remodulin. However, the reporter considered the drug intolerance with orenitram to be possibly related. Additional solicited information was received from a consumer via the patient support program on 26-dec-2024, upgrading the case to serious. Further information was received on 30-dec-2024, with day 0 reported as 26-dec-2024, in response to a query from accredo specialty pharmacy. The patient¿s weight was added as 272 lbs, and the dosage regimen for orenitram was updated to 15 mg tid. An additional concomitant medication, triamcinolone acetonide, was also reported. It was noted that the patient had previously been using a cadd solis pump for IV remodulin. Since (B)(6) 2024, for a period of two days, 9 months and 19 days after initiating IV remodulin, the patient¿s remodulin pump had malfunctioned, and she had been without medication due to a device issue. This device issue resulted in her hospitalization from (B)(6) 2024. The IV remodulin was stopped, and she was now only on orenitram as part of the plan to transition from IV remodulin to orenitram. The patient reported that orenitram had been making her sick, consistent with the previously reported drug intolerance. The company assessed the serious adverse event related to the device issue as not related to oral/IV treprostinil. The event was likely a complication associated with the device components and/or the use and handling of the drug delivery system, rather than the drug itself. The suspected product was orenitram (treprostinil diethanolamine) extended release 5 mg, taken orally three times daily (tid), starting in 2024. The orenitram regimen (#3) began on (B)(6) 2024 and continues, though the end date is unknown. Additionally, the patient was on remodulin IV regimen (#unk), administered via IV drip from (B)(6) 2024, and is continuing. The patient has an ongoing medical history of pulmonary arterial hypertension. Additionally, she has a history of drug hypersensitivity to several medications, including codeine phosphate, losartan potassium, morphine sulfate, and singulair (montelukast sodium). She also has an ongoing hypersensitivity to hydrocodone bitartrate and codeine sulfate. This was an adverse event, patient was hospitalized. The date of event was on nov-2024. The date of report was on 04-jan-2025. The device is unknown if returning for investigation. There was patient involvement and patient harm/adverse event reported. Lgabato 10-jan-2025. It was reported that the patient received orenitram (treprostinil diethanolamine) at 5 mg, three times daily, and did not tolerate the oral medication. The patient was hospitalized on (B)(6) 2024 and was expected to be discharged on (B)(6) 2024. It was suspected that the orenitram medication was possibly related to the drug intolerance. It was further reported that pump, used to delivered remodulin, had malfunctioned and that the patient had been without medication.